Event description:
Reportedly, during pt use, the touch screen was found to be unresponsive. A covidien engineer cross checked the unit with a good known main board and the touch screen worked normally. Therefore, the defective component was confirmed to be the main board. There was no medical intervention or pt injury reported.

Manufacturer narrative:
(B)(4).